Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient stated the device had not helped since second ins was placed. Patient did not think the lead was put in correctly. Patient stated one lead on the left side was not where it should be. Patient stated she was not getting coverage, peed all the time and had to wear pads. Patient reported when she turned up stim high, it felt like pins and needles in the vaginal area and the device stimulation made patient have pain. No further symptoms or complications reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3093-28, serial# (B)(4), implanted: (B)(6), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient stated the device had not helped since second ins was placed. Patient did not think the lead was put in correctly. Patient stated one lead on the left side was not where it should be. Patient stated she was not getting coverage, peed all the time and had to wear pads. Patient reported when she turned up stim high, it felt like pins and needles in the vaginal area and the device stimulation made patient have pain. No further symptoms or complications reported/anticipated. [Omitted information relating to patient's first ins is reported in pe (B)(4)].